Event description:
Implant failed due to mobility, bone loss and an infection before and after prosthetic restoration. Stability and osseointegration were not achieved. Bone quality was type iii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading and post placement implant failure. This implant loss suggests that the source of the problem was likely to stem from bone quality conditions and procedural errors. Lack of osseointegration is a known adverse result for all dental implants as stated in our instructions for use. Optimal oral anatomy and proper intended use of the implant is described in its instructions for use.